Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for medical intervention to preclude permanent body damage/impairment. The assessment is confounded by the fact that jada reportedly stopped the bleeding and that the dic occurred after jada controlled the bleeding. Per the jada system IFU "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "the safety and effectiveness of the use of jada in patients with disseminated intravascular coagulation (dic) have not been evaluated". However, out of an abundance of caution, the company will report this case as a serious injury MDR."

Event description:
Alydia health employee reported these details via email: "I spoke with the manager of the unit and she was not willing to tell me the provider, name of the patient or many details of the event. I specifically asked for the name of the provider, and she would not disclose that information. The details that she shared was a term patient who had a post-partum hemorrhage was in the operating room and the physician did a partial removal of the fundal part of the uterus, sutured the top half and then attempted to use jada for the lower uterine segment. The provider believed with half the uterus still present that it was the size of a 34 wk uterus." We requested additional information on 02/07/2022 for this case including if the device was retained and if the lot number is available. Additional information provided after site follow up for this case. An alydia health employee spoke with the site and provided this information via email on 02/11/2022, "I spoke with the manager yesterday about the case and she said it was reviewed in perinatal review and in actuality the jada was a success. Per our conversation the physician stated to them in the review that jada immediately stopped the bleeding at the time it was used. She then informed me that it was not until an hour after jada that the patient went into dic and it then became a coagulopathy issue. I was still unable to get the physician's name or any of the patient information. Per the manager the physician was happy with the use of jada and the results it achieved at the time of use." Jada was utilized as an intervention for a patient with pph after a partial removal of the fundal part of the uterus, the hcp sutured the top half of the uterus and then attempted to use jada for the lower uterine segment. The provider believed with half the uterus still present that it was the size of a 34-week uterus. The hcp reported that the jada immediately stopped the pph immediately and one hour later the patient the patient developed disseminated intravascular coagulation (dic). There was no additional information provided for this case.